Event description:
As reported, the instruments were returned for evaluation and repair with reported "sheaths issues". Product analysis found the electrical insulation compromised. There was no report of patient/user impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant: cev225 monopolar hook lot #140701 (x2); cev225 monopolar hook lot #140703 (x3); cev225 monopolar hook, lot #140201 (x1); cev225 monopolar hook lot #140601 (x1). (B)(4).